Event description:
This lv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018. Per email from representative, it was configured an off label use. This lead was stripped and wired then silicone with a lead repair kit. The physician was dr. (B)(6) in (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).